Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient presented with the primary diagnosis of acute myocardial infarction. On may 10, 2011, the patient underwent cardiac catheterization. During the procedure in the saphaneous vein graft to the left anterior descending artery, after pre-dilatation using a non-abbott balloon, a 4.0x28 xience v stent was deployed at 16 atmospheres for 25 seconds. Angiography revealed that the mid segment of the stent was not well apposed; therefore, post-dilatation was performed using a non-abbott balloon. After post-dilatation, a perforation was noted. The balloon was inflated to tamponade the site of the perforation and the anticoagulation was discontinued. Balloon inflations were successful in limiting bleeding; however, the patient did not tolerate balloon inflation and complained of chest pain. The patient became hypotensive and bradycardic. Atropine was administered. Two jostent graftmaster stent grafts were deployed overlapping, successfully sealing the perforation. Blood pressure and heart rate were restored. Angiography performed the following day revealed that the perforation remained sealed. Post procedure, the patient complained of chest pain, coughing and nausea. Troponin was increased due to angina. Medication was administered. Reportedly, the patient tolerated that procedure well and there was no adverse patient sequela.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. There was no note of any damage to the stent delivery system (sds) or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported that after post-dilatation, a perforation was noted. Perforation, angina, hypotension, and nausea are known adverse events listed in the rx xience instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.